Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after shaping and positioning the echelon microcatheter for coil delivery, the coil could not be advanced out of the tip. The echelon was withdrawn for inspection, revealing damage to the tip. The tip was kinked/broken in the distal section. The microcatheter was replaced with a new echelon, and the procedure was successfully completed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing intracranial aneurysm embolization surgery. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery with a 6.6mm diameter. Ancillary devices include a ton-bridge/bridge medical 6f*115cm guide catheter.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance and broken tip was not determined. The coil was not a medtronic product and had been implanted in the patient.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~147.7cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal tip was found to be damaged proximally to distal marker band. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water exited from the distal tip. One in house silverspeed-14 guidewire was able to enter hub, pass through the echelon-10 micro catheter lumen and exited distal tip without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed. It is possible user error could have contributed to the reported resistance as the damage to proximal end of distal marker band appears to be consistent with tip shaping. The customer reported resistance after tip shaping. The root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was unable to be confirmed as catheter was not broken or separated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.